Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for label lift with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA (B)(4)).

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced label lift off/partial peel off. This event occurred 2000 times. The following information was provided by the initial reporter: the customer stated: ¿edta label lifting label lifting edta tubes.¿